Event description:
Reporter indicated after 7.1 software upgrade the physician's dell handheld screen was frozen, indicating a suspected software malfunction. The physician's flashcard was returned for product analysis. An analysis was performed on the returned flashcard and the reported complaint could be verified during the analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.